Event description:
New information received indicates that programming changes were performed and the battery longevity improved. The patient did not feel any more palpitations after the programming changes.

Event description:
Related manufacturing reference number: 2017865-2023-37753. It was reported that the patient presented for a follow-up in clinic after experiencing palpitations. Upon interrogation, it was noted the patient had experienced pacemaker syndrome due to low i2i communication. It was also noticed the atrial leadless pacemaker exhibited reduce battery longevity. No intervention was performed. The patient was stable.